Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 185 mg/dl. The customer states each time putting reservoir in or pulling out of pump the piece of threading will pop off the pump. Troubleshooting was performed for damaged and noticed threading is chipping off where the reservoir sits in pump. The insulin pump will not be returned for analysis.